Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent high glucose after a supply and cartridge change on an ilet system using an inset infusion set, with fingerstick readings up to 452 mg/dl and delayed insulin drop observation after pinching the tubing; the user completed a site change and later reported stabilization. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.